Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lee, jy., et al (2007), use of small suture anchors in cervical laminoplasty to maintain canal expansion: a technical note, journal of spinal disorders and techniques, vol. 20 no. 1, pages 33-35 (USA). The study emphasizes on describing the experience using 2.0-mm suture anchors to maintain canal expansion. The patients evaluated on course of this study: from 1999 to 2004, a total of 42-consecutive patients who were treated with a modified cervical open-door laminoplasty were included in the study. The mean age of the patients was 64.5 (range, 32 to 86) and average final radiographic follow-up was 32.5 weeks (range 10 to 49 weeks). Patients were placed in a soft collar and were encouraged to perform range of motion of the neck as tolerated by pain. The soft collar was taken off at 3-week follow up visit. The article describes the following procedure: a modified cervical open-door laminoplasty technique using small suture anchors. The device involved was: a mitek 2.0-mm tacit quick anchor suture anchors (johnson & johnson, depuy-mitek, inc., (B)(6)). Complication mentioned in the article: 2 patients had postoperative epidural hematoma. An evacuation of the hematoma was done.